Event description:
The dentist reported that this screw had fractured.

Manufacturer narrative:
Upon visual inspection it was found that the screw was fractured into 2 pieces.. The hex was found to have slight damage but appears to remain functional. No lot or order number was provided. Visual inspection did not result in any indication of a manufacturing problem causing the fracture. There is not enough information provided to find a definitive cause for this fracture. The product¿s complaint history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.